Event description:
It was reported that the target lesion was located in the proximal left anterior descending (lad) artery with 70% stenosis. Predilatation was performed prior to placement of the promus study stent. Lesion stenosis after stenting was 0%. Angiography performed on (B)(6) 2009, the day of the procedure, noted that the sidebranches (septal and diagonal) were compromised after stenting. Patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information or patient effects noted. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported occlusion is listed in the instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.